Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 07/08/2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/19/2016 with the following findings: the black box and alarm history showed the cs 064 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. Unrelated to the initial complaint, it was observed that the pump had a display lens leak with evidence of moisture inside all the internal areas of the pump; there was moisture on the display, on the motor flex connector and on all the boards. A leak test was performed and failed due to the display lens leak. (B)(4).